Event description:
It was reported that after completing a da vinci-assisted simple prostatectomy surgical procedure, the maryland bipolar forceps instrument was inspected, and the conductor wire was found to be damaged. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis (fa) identified a frayed grip cable at the distal end of the maryland bipolar forceps instrument. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, may be the result of the damage to the cable through external collisions, during use, or during reprocessing. Additionally, further inspection found localized melting on the outer surface of one of the bipolar yaw pulley, resulting in an exposed electrode. The maryland bipolar forceps instrument passed when tested for electrical continuity test. The common causes of the thermal damage to the bipolar yaw pulley is associated to inadvertent energy application from a monopolar instrument. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event from the nurse: the instrument was inspected prior to use. No damage or anything out of the ordinary found. No loss of cautery associated with damaged cable. The procedure completed with the same instrument, the issue was discovered after procedure completion.